Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed. The anterior needle remained engaged to anterior cuff and the link remained attached to the swage-end of the anterior cuff. There was the presence of link bulb, which is consistent when the link is pulled from the swage-end of the posterior cuff. The link connects the anterior needle to the suture; if the link is pulled from the cuff, the suture will not be present during needle plunger withdrawal and can appear very similar to a needle-to-cuff miss. Based on a visual inspection, of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present on the needles. The device was removed over a guide wire and a second proglide device was attempted, but also resulted in a needle-to-cuff miss. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.the other perclose proglide device, referenced in b5, is being filed under a separate medwatch manufacturer report number.